Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on a patient's right ventricular lead via stored electrograms. Patient continued to have episodes via remote follow up. Oversensing was noted in this lead as well. The lead was capped and replaced on (B)(6) 2019. The patient was stable.